Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump continuously said to check blood glucose. The customer experienced low blood glucose levels. He experienced a low blood glucose level of 24 mg/dl and was taken to the emergency room via ambulance. The threshold suspend was off. The customer was wearing the insulin pump at the time of hospitalization. The customer was over bolusing. The reservoir was showing more insulin that what was shown on the status screen. The device was not returned.